Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating and that it felt hot to the touch. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950llq, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no defect was found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.